Manufacturer narrative:
The customer identified kinked/bent tubing while troubleshooting the breast pump over the phone with medela customer svc. Replacement tubing was sent to the customer and requested the defective tubing be returned for eval. The defective tubing has not been rec'd at medela as of (B)(4) 2015. The prod involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should add'l info or original prod be rec'd, resulting in new, changed, or corrected info, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to medela customer service that her pump in style breast pump had low suction. The doctor diagnosed her with a mastitis infection and prescribed and antibiotic dicloxacillin.